Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report of a damaged was not confirmed and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow-up call for a check supply line alarm on (B)(6) 2011, the patient stated the cause of the alarm may have been due to a small pinhole in one of the lines. The patient stated they could feel a slight flow of air from the hole. The patient stated that there were no leaks of solution of any kind and did not have any exposure to the solution. Therapy has been going fine since the event and there was no patient injury or medical intervention reported.